Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), and the report of multisystem organ failure could not conclusively be determined through this evaluation. Additionally, a specific cause for the report of septic shock and infection could not conclusively be determined. It was reported that hm3 lvas, serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 after care was withdrawn due to multisystem organ failure. The device operated as expected and the patient's death was not considered to be device related. Additional information was received that the patient's post-operative course was further complicated by septic shock, pseudomonas bacteremia and candida fungemia. The patient also developed renal failure requiring continuous veno-venous hemofiltration (cvvh) in addition to respiratory failure which required full vent support.